Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that the right atrial lead had a low impedance and was unable to pace or sense. The atrial lead was explanted and replaced without complication. The patient was discharged home the following day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.